Manufacturer narrative:
(B)(4). The device was received for evaluation. Visual and microscopic inspection was performed and identified that the silicone tubing separated from the main body. Leak testing, clear passage testing, and seal surface testing were performed with no issues noted. The cause of the separation was determined to be that the device was misassembled. The cause of the mis-assembly was not determined. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). The device has been received and the evaluation is in progress. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the tubing connected to the patient of a minicap extended life transfer set had become separated from the transfer set main body. It was reported that this occurred during patient use. The patient was placed on prophylactic antibiotics. There was no patient injury, medical intervention, or adverse event associated with this report. No additional information is available at this time.